Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gynecological procedure in (B)(6) 2014. During the procedure, the device worked intermittently. Another like device was used to complete the procedure with no adverse patient consequences.